Event description:
It was reported to boston scientific corporation that a spybite max was used in the hilar during a biopsy on (B)(6) 2025. During the procedure, the spybite max cannot be opened at desired location and there was resistance when the physician inserts the device through the working channel. The procedure was not completed successfully. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of procedure not completed.